Manufacturer narrative:
The patient was concerned about inaccuracy of blood glucose (bg) readings. The patient was contacted to discuss the issue. No medication or medical treatments were affecting the readings. Example sets of bg and sensor glucose (sg) values were recorded, showing significant discrepancies. The patient mentioned an infection at the insertion site with pus. A diagnostic upload (du) was requested, but the patient was not at home and asked for a callback. On (B)(6), 2025, the case was escalated to the next level of support. The review indicated that the infection might have impacted system performance, leading to the discrepancies in bg/sg readings. The case was closed while the insertion site healed, and the patient was advised to contact support again if differences continued after the site healed and any treatment/medications were completed. No further investigation was found necessary.

Event description:
On (B)(6), 2025, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.